Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient was experiencing withdrawal symptoms. Along with the withdrawal, the patient was having a return of stiffness and the inability to move. The patient's physician stated that there was a leak from a microscopic hole in his catheter and it needed to be replaced. It was stated that the patient was getting some drug delivery, but it was not an adequate amount. During a doctor appointment, the patient was given a large bolus and he was turned up to 20mcg, but the patient was unable to feel either changes. It was reported that the physician had checked the pump and found no issues. The drug used in this system was lioresal.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their doctor or manufacturer representative. It was reported the patient had an appointment on (B)(6) 2013 and had also been seen on (B)(6) 2013 and (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.